Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that customer was hospitalized due to high blood glucose value on (B)(6) 2019 at 11am. Customer¿s blood glucose values were 400 to 500mg/dl, 236mg/dl, 567mg/dl and 168mg/dl. Customer also stated of having a blank display on pump¿s screen. Display did not return after pump restart. Customer was advised to discontinue use of the pump and revert to backup plan per health care professional's instructions. Insulin pump will be returned for analysis.